Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open gastrectomy procedure, some staples at the distal end part of the cartridge were unformed at the 2nd firing on the gastric body. The staple height was gold. The target tissue where the event occurred was cut, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.